Event description:
Male underwent aquablation procedure. After the procedure, the treating physician decided to take the patient back to the or for cauterization due to redness of the urinary catheter. It was reported that the patient was doing fine after the cauterization. No further sequalae was reported.

Manufacturer narrative:
A review of the aquabeam robotic system's log file showed no malfunctions. The procedure was completed without any delay. A review of the device history record (DHR) for lot number 19c00264 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system. The review indicated that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 19c00264, which confirmed that there was one (1) other similar event reported on this lot. The aquabeam robotic system's instructions for use (IFU), ifu310301, was reviewed and "bleeding" is listed as a potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Based on the review of the log file, DHR, IFU, the event is considered not to be device related. Bleeding is an anticipated perioperative risk of the aquablation procedure.